Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 448 mg/dl, 307 mg/dl, and 127 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute time frame. This is a final report.

Event description:
The pt was seen in the outpatient pain center. She was to have an epidural steroid injection. After the needle was inserted, the physician noted a foreign body in the barrel of the syringe. He stated the object looked like a piece of brown paper. He stopped the procedure and sent the object for culture analysis as he was concerned with the sterility of the material. Culture results were negative. He believes that the item could have been injected had he had a larger needle attached. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: steroid injection. Event abated after use stopped or dose reduced: yes.